Event description:
It was reported that this right ventricular (rv) lead exhibited a micro-dislodgment, resulting in high thresholds and sensing anomalies. Subsequently, the patient underwent a revision surgery during which the rv lead was repositioned. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Correction: field b1 adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that this right ventricular (rv) lead exhibited a micro-dislodgment, resulting in high thresholds and sensing anomalies. Subsequently, the patient underwent a revision surgery during which the rv lead was repositioned. No additional adverse patient effects were reported. This rv lead remains in service.